Event description:
It was reported that the insulin pump had a crack that started on the right corner of the display and went through the end of the backside. The customer stated that they keep the device in their pocket. The customer's blood glucose was 7.1 mmol/l. The device will be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with scratched lcd window, cracked case display window corner, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.